Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report, and was informed that both patients are reportedly doing fine. No patient injuries reported. The colonoscope was returned to olympus for evaluation. The instrument channel was examined using a borescope and rigid telescope and found minor scrapes and bumps at the bending section. There was no sharp or jagged edges on the distal end or insertion tube unit. There were nicks and dents on the distal end cover, and bending section cover. There were minor peeling, scrapes and scratches on the insertion tube and severe buckles below the boot. There was no damage noted with the suction cylinder side port that could potentially trap the clips inside. The device was serviced and was returned to the user facility. The exact cause of the user's experience could not be conclusively determined; however, insufficient cleaning could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a colonoscopy that involved significant bleeding was performed using the subject device. The users deployed a total of four clips; the first two clips were misfired and could not be located, and the last two clips were successfully attached. The users assumed that the first two clips were either still in the patient's colon or were suctioned in the colonoscope. However, during the reprocessing of the scope, the clips were not located. The colonoscope was reprocessed and was later used in another case. After the second case, when technicians were cleaning the scope, the two clips came out of the channel while brushing the scope channels. There was no patient injury reported.